Manufacturer narrative:
Product complaint (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6), study no: (B)(6). Clinical adverse event received, for periprosthetic fracture, femoral/non-displaced small avulsion fx of greater trochanter. Device relatedness: remote possibility. Procedure relatedness: remote possibility. Date of event: (B)(6) 2024. Date of implant: no information provided. Date of revision: no information provided. Device location: left. Treatment/impact: no information provided. Depuy synthes products used: catalog ID: 136505000, lot ID#: 4476123, component type: head, description: articul/eze mspec femoral head 40mm 1.5 offset 12/14 taper. Catalog ID: 157011135, lot ID#: m64n57, component type: stem, description: summit stem porocoat high offset sz 7. Catalog ID: 472252440, lot ID#: 4460635, component type: liner, description: emsys lnr aox +4n 52x40. Catalog ID: 471052300, lot ID#: 4526618, component type: shell, description: emsys shl 3hole 52.

Event description:
Additional information was received and states that:the patient presents with left hip pain on (B)(6) 2024, 6 weeks post left total hip arthroplasty. She states she sat down with her legs underneath her in an externally rotated position and had pain afterward. She ambulates with a small limp if she walks further than 1-1/2 blocks. X-rays revealed a small greater trochanteric fracture with minimal displacement. Treatment is to ambulate with a cane and avoid resistive abduction for 3-4 weeks¿no invasive treatment is required.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, h6 health effect clinical code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.